Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced intermittent sound with the internal device. Open circuit was also noted for one electrode. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device in the contralateral ear.